Event description:
Note: this is one of three complaints that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2009-05054, 3005099803-2009-05055. It was reported to boston scientific corporation that an ultraflex covered tracheobronchial stent was used during a bronchial stenting procedure performed on (B)(6), 2009. According to the complainant, during attempt to release the stent in the left main bronchus the system bowed and the deployment suture broke. The stent could only be partially deployed. The physician used two other ultraflex covered tracheobronchial stents with the same result. The procedure was completed with another ultraflex covered tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) (partial deployment); (deployment suture broke). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).